Manufacturer narrative:
Date received by MFR on (B)(6) 2007 is incorrect and should reflect 06/14/2007 date as stated in the quality notification.

Event description:
On (B)(6) 2007, initial toxo igg recovered a result of 56 without seroconversion of toxo igg. Same sample recovered negative on an alternative method. If additional information is received, appropriate notification will be provided.